Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 40mg/dl. The patient was treated with glucose three times. Customer support (cs) completed troubleshooting and all settings were correct. Cs found that the bolus setting was incorrectly programmed. The patient¿s guardian lost confidence in the pump. Cs referred the patient to their healthcare professional for diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: tdd history and basal history adds up correctly to the current basal setting programmed by the user. No eaw¿s in the alarm history indicating an interruption in delivery. Investigation notes: accuracy testing performed on the pump; test passed with no delivery defects found. Unable to duplicate complaint of inaccurate insulin delivery during this investigation; no malfunctions detected. Battery compartment crack at the case seal below the bumper.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.